Event description:
The customer reported that the system's voltage was dropping and not penetrating during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and reseated the image processor and the cine bridge board and the connections. The cine bridge was replaced along with the image processor printed circuit board. The system was tested and found to be working as intended and put back into service.